Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pace impedance measurements less than 200 ohms. The healthcare provider indicated that they do not follow this patient at their clinic, but they will follow up with the patients following clinic physician. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.